Manufacturer narrative:
This follow up report is being filed to relay this MDR is a duplicate of 0001822565-2016-04877. The initial report should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During liner impaction, the blue plastic handle shattered while hitting the back end of impacter. Another handle was available to complete the procedure without patient injury or significant delay in the procedure.